Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic, pain") and metal poisoning ("nickel poisoning") in a 24-year-old female patient who had essure (batch no. C65840-inv, c55840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney infection, type 1 diabetes mellitus and wrist injury. Concurrent conditions included genital bleeding, irregular menstruation, anxiety, spotting between menses, vaginal bleeding, polydipsia, polyphagia, vomiting, anorexia, amenorrhea, nasal congestion, emesis, fever, abdominal pain, ovarian cyst and head injury. Concomitant products included sertraline (zoloft) from 2016 to 2017 for depression and anxiety, insulin since 2015 for type 1 diabetes mellitus as well as fluoxetine hydrochloride (prozac) since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain, cramping"), dysmenorrhoea ("severe menstruation pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cysts"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), dysgeusia ("metal taste in her mouth"), fatigue ("fatigue"), menstrual disorder ("abnormal menstruation"), abdominal distension ("bloating"), depression ("depression"), dyspareunia ("pain during intercourse"), headache ("headaches") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the metal poisoning, dysgeusia, fatigue, menstrual disorder, abdominal distension, depression, dyspareunia, headache, hormone level abnormal, allergy to metals and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, metal poisoning, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, allergy to metals. Lot number: c55840 man date: 2014-05 exp date: 2017-05 . Lot number: c65840 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic, pain") and metal poisoning ("nickel poisoning") in a 24-year-old female patient who had essure (batch no. C65840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital bleeding, irregular menstruation, anxiety, spotting between menses, vaginal bleeding, polydipsia, polyphagia, vomiting, anorexia, amenorrhea, nasal congestion, emesis and fever. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain, cramping"), dysmenorrhoea ("severe menstruation pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cysts"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), dysgeusia ("metal taste in her mouth"), fatigue ("fatigue"), menstrual disorder ("abnormal menstruation"), abdominal distension ("bloating"), depression ("depression"), dyspareunia ("pain during intercourse"), headache ("headaches") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, metal poisoning, dysgeusia, fatigue, menstrual disorder, abdominal pain, abdominal distension, depression, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, vaginal haemorrhage, menorrhagia, allergy to metals and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, metal poisoning, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, allergy to metals. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Lot number added. Reporters added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic, pain") and metal poisoning ("nickel poisoning") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain, cramping"), dysmenorrhoea ("severe menstruation pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cysts"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), dysgeusia ("metal taste in her mouth"), fatigue ("fatigue"), menstrual disorder ("abnormal menstruation"), abdominal distension ("bloating"), depression ("depression"), dyspareunia ("pain during intercourse"), headache ("headaches") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, metal poisoning, dysgeusia, fatigue, menstrual disorder, abdominal pain, abdominal distension, depression, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, vaginal haemorrhage, menorrhagia, allergy to metals and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, metal poisoning, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication, removal dates, concomitant disease, new events vaginal haemorrhage, menorrhagia, pelvic pain, allergy to metals and ovarian cyst added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic, pain") and metal poisoning ("nickel poisoning") in a 24-year-old female patient who had essure (batch no. C65840, c55840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney infection, type 1 diabetes mellitus and wrist injury. Concurrent conditions included genital bleeding, irregular menstruation, anxiety, spotting between menses, vaginal bleeding, polydipsia, polyphagia, vomiting, anorexia, amenorrhea, nasal congestion, emesis, fever, abdominal pain, ovarian cyst and head injury. Concomitant products included sertraline (zoloft) from (B)(6) to (B)(6) for depression and anxiety, insulin since (B)(6) for type 1 diabetes mellitus as well as fluoxetine hydrochloride (prozac) since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain, cramping"), dysmenorrhoea ("severe menstruation pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cysts"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), dysgeusia ("metal taste in her mouth"), fatigue ("fatigue"), menstrual disorder ("abnormal menstruation"), abdominal distension ("bloating"), depression ("depression"), dyspareunia ("pain during intercourse"), headache ("headaches") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the metal poisoning, dysgeusia, fatigue, menstrual disorder, abdominal distension, depression, dyspareunia, headache, hormone level abnormal, allergy to metals and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, metal poisoning, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, allergy to metals. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet received. Reporter's information added. Concomitant diseases and historical conditions were added. Essure lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.